Event description:
Hamilton medical ag received the following incident description: "zero ppat cannot be adjusted."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: "zero ppat cannot be adjusted."

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "zero ppat cannot be adjusted."

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During preventive maintenance, the ventilator failed to zero the ppat (proximal pressure) value. As a result, the preoperative check could not be completed. No patient involved. Consequently, the event did not cause or contribute to a death or serious injury to a patient. A replacement inspiration valve was shipped to the customer. No confirmation was received regarding the resolution of the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the inspiration valve, as no further complaints have been reported.